Manufacturer narrative:
Visual inspection conducted in house found no physical damage with the unit. Review of logs revealed a manifold pressure alarm which prevented the unit from reaching temperature setpoints, by releasing the pressure build-up via the mushroom valves and recharging the unit operated as expected.

Event description:
User reported that the device would not cool during a case. The device was swapped for a back up, to complete the case successfully. We consider inability to cool to be reportable, despite no harm to the patient involved.